Event description:
It was reported that the ilet device was dropped, resulting in a completely shattered touchscreen that would not power on, and a photo of the damage was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.